Manufacturer narrative:
A visual evaluation of the returned device found the basket tip was intact and the basket wires were found bent. Further evaluation also revealed that the side car-rx was torn and presented pushed back out of specification. The pull wire was found kinked in multiple locations and broken from the distal end of the handle cannula. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the pullwire broke. Although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Moreover, pull wire kinked, basket wires bent, side car-rx pushback and torn are issues that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complaint, during the procedure, an attempt to crush a 10mm stone was performed. As the basket began to close, tension was noted. An alliance handle was then used in conjunction with trapezoid rx basket in an attempt to crush the stone. However, the pullwire broke. The physician pulled the trapezoid rx out of the bile duct and out of the scope with force, leaving one pullwire in the working channel and basket trapped inside the bile duct. The physician manipulated the wire outside the working channel and the wire became loose in the patient's stomach. An extractor pro balloon and a rat tooth forceps were used in an attempt to remove the basket inside the patient, however both devices were not successful in removing the basket. They tried to use the spyglass but could not get a good visual on the trapezoid rx basket. The procedure was not completed due to this event and the patient was scheduled for another procedure to remove the basket. On (B)(6) 2016, a second ercp procedure was performed. The basket was successfully removed from the patient.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) pull wire break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complaint, during the procedure, an attempt to crush a 10mm stone was performed. As the basket began to close, tension was noted. An alliance handle was then used in conjunction with trapezoid rx basket in an attempt to crush the stone. However, the pullwire broke. The physician pulled the trapezoid out of the bile duct and out of the scope with force, leaving one pullwire in the working channel and basket trapped inside the bile duct. The physician manipulated the wire outside the working channel and the wire became loose in the patient's stomach. An extractor pro balloon and a rat tooth forceps were used in an attempt to remove the basket inside the patient, however both devices were not successful in removing the basket. They tried to use the spyglass but could not get a good visual on the trapezoid&#10258;x basket. The procedure was not completed due to this event and the patient was scheduled for another procedure to remove the basket. On (B)(6) 2016, a second ercp procedure was performed. The basket was successfully removed from the patient.